Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 800 mg/dl. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she was in the hospital for 3-4 days. The customer stated that the emergency room regulated her blood glucose readings.